Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of not blowing pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation touch screen does not respond pca shows signs of burn observed. There was no error has been identified. The device was scrapped.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in box e. The following correction has been updated in this report. In box e: reporter country has been corrected.